Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: locator wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the locator wings did not stay in the locked position and collapsed. Vessel access was lost. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.